Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. On (B)(6) 2012: I-stat, result: 18:01, time: 0.09 sample a. On (B)(6) 2012: I-stat, result: 18:11, time: 0.06 sample a. On (B)(6) 2012, result: 18:58, time: <0.02 sample unk. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).